Event description:
It was observed, during the device inspection. That the insufflation unit exhibited leakage from the 1st regulator unit. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the reported issue occurred due to failure of the 1st pressure reducer, gas leaked. Olympus will continue to monitor field performance for this device.